Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient went to the urgent care on (B)(6) 2018 as their bandage was falling off and they thought the wires had pulled out. The patient was told the wires were fine but they did find out they had a urinary tract infection (uti). The patient mentioned they were sore at the incision site. As part of troubleshooting, the stimulation was reduced. It was advised the trial patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was also unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.